Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem (constant alarms) has been confirmed. As received, the electrode belt was found to have gel leaking from both rear therapy electrode pads. The cause of the leaking gel was heavy creasing of the therapy pads. The root cause of the heavy creasing cannot be positively identified. The electrode belt also had broken wires in the distribution node. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire lines (blue and yellow wires) in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A male pt contacted lifecor customer support to report numerous "add gel" messages. The pt was instructed to remove the belt from the monitor and insert again, however, the alarms continued. The pt was provided with a replacement electrode belt.